Manufacturer narrative:
Concomitant product: product ID 3708660, serial # (B)(4), implanted: (B)(6) 2014, product type extension; product ID neu_unknown_lead, lot # unknown, product type lead; product ID neu_ptm_prog, serial # unknown, product type programmer, patient. (B)(4).

Event description:
It was reported there was a short during a stage 2 unilateral implant procedure. After they connected the extension to the lead and the battery to the extension there was a short. There was low impedance of 32 ohms on bipolar electrodes 1 and 2. The doctor didn¿t reopen or check any connection and they were going to see if the neurologist could program around it. The issue was not resolved and the patient status at the time of report was alive with no injury and no symptoms reported. All mono-polar impedances were normal and the surgeon did not reopen the patient.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.